Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is stretched 114.5cm to 116.5cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a slow balloon deflation occurred. A ranger 4.0mm x 200mm was selected for use during an endovascular treatment for peripheral artery disease. The lesion was 90% stenosed, mildly calcified and moderately tortuous in the superficial femoral artery. The balloon was inflated one time for 180 seconds at 6 atmospheres of pressure. The balloon was noted to be slow to deflate, which was approximately 60-90 seconds in duration. Low pressure was maintained. The procedure was still able to be completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a slow balloon deflation occurred. A ranger 4.0mm x 200mm was selected for use during an endovascular treatment for peripheral artery disease. The lesion was 90% stenosed, mildly calcified and moderately tortuous in the superficial femoral artery. The balloon was inflated one time for 180 seconds at 6 atmospheres of pressure. The balloon was noted to be slow to deflate, which was approximately 60-90 seconds in duration. Low pressure was maintained. The procedure was still able to be completed with this device. No patient complications were reported.